Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery for the osteoarthrosis was performed on (B)(6) 2018. First, the surgeon implanted the metal shell/ liner to the patient¿s hip joint. After the confirmation of the implantation condition was no problem, the surgeon implanted the stem and the head. After the reduction, the surgeon recognized the liner was slightly diagonal. The surgery was completed by replacing the liner to a new liner (p/n and lot number were unknown). There was 30 min surgical delay. No further information was provided by hospital.

Manufacturer narrative:
Investigation summary: examination of the returned device finds nothing outward to suggest product error. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.